Event description:
It was reported that the lens went through the patient's posterior capsule during implantation. As a result, the surgeon moved the lens to the center of the pupillary space and then cut/removed it in pieces. A vitrectomy was also performed. Because the surgeon felt the capsule would no longer support a lens, the surgery was completed by implanting a different lens into the sulcus. The patient's prognosis after surgery is excellent.